Event description:
Arthroscopic surgery, "septic like reaction", effusion. Information was received from a physician via a genzyme sales representative in 2006 regarding a patient, whose age, gender and initials were not specified, with an unknown medical history, who experienced arthroscopic surgery, "septic like reaction", and effusion. The patient began treatment with synvisc on an unknown date. The patient received one synvisc injection into an unknown site on an unknown date and developed a septic-like reaction. The synvisc injections were stopped. Fluid was removed and cultured, but results were not available. The patient has since had arthroscopic surgery.

Manufacturer narrative:
Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint. Additional information was received on 08-nov-2006 from the office nurse. The nurse confirmed that the patient, a female, had received one synvisc injection. The physician had not assessed the relationship of synvisc to the events.